Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine, fentanyl, and clonidine. It was reported that, for about a week, the patient's handset had been lagging for about an hour when trying to bolus. Patient services reviewed data and walked the patient through deleting the data. Patient services had the patient turn off mobile data, turn on location, and restart the handset. The patient was able to connect to the pump without any lag. The patient planned to call back if further assistance was needed. It was noted that the patient got 6 boluses per day, every 4 hours.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.